Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the total daily dose history was reviewed from (B)(6) 2011 to the end of pump use on (B)(6) 2011 and the daily insulin delivery totals correctly reflect the users programmed basal rates. The pump history showed multiple time and date reset event after por event between (B)(6) 2011 to (B)(6) 2011. The patient did not update time/date settings each time pump reverted to default settings. The pump history indicated a loss of power event, no unusual events observed leading up to the event. The pump accurately delivers 2.00 units/hr for 29-hr period. DHR review: date of manufacture: 2008-09, software version/revision: e29, within specifications when released: yes, discrepancies identified: no, comments: no.

Event description:
The patient reported that the pump has rebooted multiple times since performing a routine battery change last week. The patient confirmed that the battery cap was secure; the yellow o-ring was not visible; there was no structural damage to the battery cap or to the battery compartment; and there was no corrosion noted in the battery compartment. She stated that the battery cap was changed four to six months ago.